Event description:
Reference number (B)(4) event occurred in south africa. It was reported that the patient faced hyperglycemia due to insulin flow blocked on (B)(6) 2026. The blood glucose level was high and mother provided assistance to her child by changing the infusion set. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - south africa. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.